Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. A review of the event history log identified downstream occlusion messages. Evaluation observed and tested the device for flow testing and the pump was within the specification and functioned normally as intended. The alarms in the log were likely a result of normal pump operation. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The reported problem occurred during testing at biomed service department. There was no known patient injury or medical intervention associated with this event. No additional information is available.